Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument was stuck on tissue. The customer stated that the cables had broken, and the jaws were not moving normally. Technical support engineer (tse) guided them to press the emergency stop and then try using the instrument release kit (irk). The customer stated that they had already pressed the emergency stop button and they had tried to open the jaws with the irk, but the irk was just spinning. The customer was able to move the jaws apart and off the tissue with another instrument without removing the port. Tse did suggest they check for any broken or missing pieces from the stuck instrument. The customer was able to reinstall another instrument of the same type, and the surgeon was continuing on with the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to a defective force bipolar instrument.